Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident in which the physician was unable to remove the sensor during the initial removal attempt. A review of the data management system (dms) indicated that the user has not been using the system since (B)(6) 2023 at 7:00 am. The user later contacted senseonics and reported receiving a call from their previous healthcare provider (hcp) to schedule a sensor removal appointment. The user stated that they have not resided in that state for over two years and requested assistance in scheduling an appointment in their current state of residence.